Manufacturer narrative:
Product complaint #: (B)(4). Occupation: reporter is a synthes rep. A review of the device history record has been requested. The sample device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of the drill is broken and stays inside the bone of the patient. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: the tip of the drill is broken and stays inside the bone of the patient. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the drill bit ø4.2 calibr l145 3flute (p/n 03.010.104 lot 9949521) was received showing a portion of the distal drill tip broken off. The broken off fragment(s) were not returned. The remaining flutes on the drill bit are slightly deformed/twisted. No other issues were identified with the returned components of the device. The device failure/defect of broken/deformed tip was identified during the investigation and is related to the reported complaint condition. The device is broken. The reported condition of embedded device could not be confirmed. Dimensional inspection: drill bit 3-flutes dx.x se_079943 rev g. Measurements of the drill bit tip helix could not be conducted due to post manufacturing deformation and damage. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Drill bit 3-flutes dx.x se_079943 rev g, drill bit geometry 3-flutes se_066379 rev g. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: we cannot confirm the complaint for embedded device since the x-ray/CT scan was not provided but overall complaint can be confirmed as device was found to be broken. The broken off fragment(s) were not returned. The remaining flutes on the drill bit are slightly deformed/twisted. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, dense bone, and/or rough handling/technique during device use by the operator. The drill bit likely yielded, deformed, then fractured. Per the event description, there is a possibility that the missing fragments remained in the patient. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a review of the device history record. Device history lot part number: 03.010.104, lot number: 9949521, manufacturing site: bettlach, release to warehouse date: 19. May 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.